Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no faulty were identified. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed; it was observed that the cracked on the downstream occlusion (dso) seal and unit missing battery door. The reported issue was confirmed; however, the probable cause was attribute to wear and tear. The dso seal and battery door were replaced to resolve the issue. Performance verification testing (pvt) was performed, and the unit passed all testing criteria.

Event description:
It was reported that during preventive maintenance, the pump had broken downstream occlusion (dso) diaphragm and missing battery door. A broken dso seal could lead to fluid ingress and interrupts therapy. There was no patient involvement, and no harm was reported.